Event description:
It was reported by the customer the bevel of the insertion kit needle inserted in the guide sectioning it. Both had to be removed. No harm to the patient and no other measures were taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.